Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to use the smart device's bluetooth settings to forget the transmitter, disable and re-enable bluetooth, close all background applications, manually enter the transmitter ID, and re-pair the devices, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.